Event description:
It was reported a power on reset (por) occurred. The message appeared a day or so after a myelogram procedure, the device pord and lost the serial number. After re-entering the serial number, the programmer displayed interference. The manufacturer representative attempted to interrogate the pump in different locations, but had the same results. The plan was to replace the battery. The patient had no other adverse effects.